Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump, and was difficult to remove from the pump. There was no reported adverse impact to the customer related to the reported issue. Reportedly, the customer was able to load a new cartridge onto the pump and resume insulin delivery.